Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported low flow alarms. The account communicated that the alarms were due to a possible outflow graft occlusion. The report of an external compression between the outflow graft and the bend relief could not be confirmed through this evaluation as no images of the compression were submitted. Additionally, a direct correlation between the reported renal dysfunction and heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. It was reported that the patient was having multiple low flow alarms and recently started dialysis. The submitted log files captured a persistent low flow hazard alarm on (B)(6) 2021 and (B)(6) 2021. No other notable events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the files. The patient remains ongoing on hmii left ventricular assist system lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. The IFU, as well as the patient handbook, addresses all system controller alarms, including the low flow hazard alarm, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although the account communicated that the patient¿s renal failure was not lvad related, this IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 "introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device was having multiple low flow alarms. The pump was seeing a reduction in blood volume. The cause was identified as a possible outflow graft clot/occlusion. The patient had no symptoms, just anxiety related to the continuous alarms. The patient later returned to the operating room to assess whether there was an outflow graft clot or external compression, and for possible pump exchange. During operation, the outflow graft was found to be externally compressed between the outflow graft and the outflow graft bend relief with a gelatin material. The outflow graft bend relief was removed with metal connection still in place and the collar remained. The surgeon took a standalone heartmate ii outflow graft and cut the graft from connection, removed the bend relief and split and wrapped it around the exposed outflow graft in place as additional covering where outflow graft bend relief had been.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.